Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Filler gauge cracked when it was used for checking the tension before the final insert selection. Broken part fit perfectly, so insert was placed after cleaning.

Event description:
Filler gauge cracked when it was used for checking the tension before the final insert selection. Broken part fit perfectly, so insert was placed after cleaning.

Manufacturer narrative:
An event regarding crack/fracture involving a specialty trial was reported. The event was confirmed by inspection of device. Method & results: - product evaluation and results: visual inspection of the returned device noted that the device was returned in used condition. The device is observed to be fractured in 2 parts, both parts were received. Examination of the returned device with engineer indicated that the device is fractured due to an overload condition as indicated by hackles observed on fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional and functional analysis were not performed as the device was returned in fractured condition. - clinician review: not performed as no medical records were returned for review. - product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. - complaint history review: there were no other events for the lot provided. Conclusions: it was reported that the insert trial of the pkr instrument was damaged during surgery. Examination of the returned device with engineer indicated that the device is fractured due to an overload condition as indicated by hackles observed on fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.